Event description:
New information indicated no intervention was performed. The patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving a patient notifier. The left ventricular lead exhibited low impedance. The physician suspected the lead had insulation damage. No intervention or patient symptoms were reported. The patient would be monitored.